Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the medical records provided, the patient has a complex medical history that includes a hysterectomy, chron's disease and gastroesophageal reflux disease. On (B)(6) 2007, the patient had a ventral hernia repair made with a composix kugel mesh. On (B)(6) 2010, during an exploratory laparoscopy, the surgeon noted that the edge of the mesh had not been well secured to the abdominal wall and a lip of the exposed mesh was folded down. It was also noted that there were loops of small bowel adherent to the underside of the mesh. The edges of the mesh were stapled back to the abdominal wall. On (B)(6) 2010, the mesh was explanted and a small bowel resection was performed after a minute perforation of the small bowel was identified. The decision to explant the mesh was made due to the patient's numerous abdominal operations and significantly altered anatomy. The surgeon noted that the mesh was tightly adhered to the abdominal wall, making dissection difficult, but did not state that a failure of the mesh had contributed to the decision to remove it. Based on the information provided, it is unclear whether the bard mesh contributed to the alleged event. The patient is said to have experienced adhesions, which are listed as possible adverse reactions in the product's instructions for use. No sample has been returned for evaluation and no specific device failure has been alleged. No conclusion can be drawn at this time.

Event description:
Based on a review of medical records provided by patient's attorney: (B)(6) 2005 - exploratory laparotomy, lysis of adhesions, nissen fundoplication, ss vagotomy. On (B)(6) 2006 - admission for probably diverticulosis, possible abscess. On (B)(6) 2006 - colonoscopy with biopsy of the cecum for crohn's versus diverticulitis. On (B)(6) 2007 - open repair of ventral hernia with composix kugel mesh. Seroma encountered and drained. Small serosal tear and a piece of bowel, though not completely opened. On (B)(6) 2009 - admission for acute diverticulitis, fever, abdominal pain, nausea, dehydration. On (B)(6) 2009 - egd and colonoscopy for abdominal pain, finding gastritis with gastric polyps. On (B)(6) 2010 - diagnostic laparoscopy with extensive adhesiolysis. Edge of mesh noted as not having been well secured to abdominal wall, lip of exposed mesh folded down, loops of small bowel adhered to mesh. Mesh stapled back to the abdominal wall. On (B)(6) 2010 - diagnostic laparoscopy, open laparotomy, excision of mesh, small bowel resection with primary anastomosis. Perforation of small bowel noted in area of bowel that had been dissected away from the mesh during the previous operation. On (B)(6) 2010 - admission for right lower quadrant abscess, likely related to previous surgery.